Event description:
Customer reportedly received result in the 300's (mg/dl) and 98 mg/dl within 10 minutes on the advantage system. The reported results were obtain approx 15-20 minutes after customer self treated low blood glucose symptoms following result of 78 mg/dl. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.